Event description:
There is no patient impact associated with this complaint. The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and there was a misaligned component on the printed circuit board of the force sensor circuit. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation completed (B)(4) 2012: the pump was returned to animas for product analysis with the following findings: #1 multiple "occlusion" alarms recorded in alarm history and the black box. During the "load" step, pump stops immediately at 206u. Status screen reads (255) with no cartridge inserted. A cartridge was inserted and pump was primed. An occlusion alarm occurred after running a basal program. The pump fails force sensor calibration check the pump was opened and inspected. A misaligned component was noted on the printed circuit board of the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.